Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: ni event description: event date is unknown. The bag tore during removal from the body. The customer did not specifically report this as a complaint. During an operating room visit, it was mentioned that our retrieval bags sometimes tear when removed from the body. We have taken note of this. Additional information received from applied medical representative via email on 04sep25: the notice about the bag tearing was posted more as a general comment than as a complaint. Because we were there for a different issue, we didn't pay too much attention to it. I understand that you need more information. The person who reported it is currently on vacation. I will follow up with her after her vacation. I will see when I can stop by and discuss this with her. So, it may take a while. Intervention: ni patient status: no clinical impact to the patient.

Event description:
Procedure performed: ni. Event description: event date is unknown. The bag tore during removal from the body. The customer did not specifically report this as a complaint. During an operating room visit, it was mentioned that our retrieval bags sometimes tear when removed from the body. We have taken note of this. Additional information received from applied medical representative via email on 04sep25: the notice about the bag tearing was posted more as a general comment than as a complaint. Because we were there for a different issue, we didn't pay too much attention to it. I understand that you need more information. The person who reported it is currently on vacation. I will follow up with her after her vacation. I will see when I can stop by and discuss this with her. So, it may take a while. Intervention: ni. Patient status: no clinical impact to the patient.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.